Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, a programmer serial number (B)(4) had frozen during a reboot operation after being upgraded to a software version 2.56. Preliminary analysis confirmed the reported behavior.

Event description:
Reportedly, a programmer serial number (B)(4) had frozen during a reboot operation after being upgraded to a software version 2.56. Preliminary analysis confirmed the reported behavior.